Manufacturer narrative:
The insulin pump was recieved with no button response due to corroded keypad traces. The pump had broken belt clip slot, reservoir tube lip, cracked case window display corners,scratched reservoir tube window and lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 7.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.